Event description:
Event description guidant received info that the pt was this pacemaker, which was included in the population of a recent field advisory regarding failure mode 1, died of an unk cause. However, the pt's family is now pursuing litigation related to this device.